Manufacturer narrative:
Results falling outside the reference range are indicated in the results by an asterisk (*) printed next to the analyte concentration. If any result for a particular test exceeds the dynamic range, analyze the sample using an alternative approved test method or send it to a referral laboratory for analysis via the piccolo xpress chemistry analyzer operators manual. A return authorization (RMA) was requested, and the instrument was returned to the abaxis union city repair center for investigation. After reviewing the analyzer log file and testing the analyzer, the issue was duplicated by abaxis product assurance (pa). Log files indicated multiple temperature warnings, indicating that the instrument required service, all occurring during customer use, which could cause low and high potassium (k+) values. The flash lamp and optics assembly both met their respective test criteria; however, the optics assembly exhibited a cuvette mark signal below optimal levels, likely contributing to the observed variability in chemistry results. It was recommended as part of maintenance to replace the flash lamp and optics assembly, which together form the spectrophotometer. Variations in potassium (k+) recovery can be attributed to inconsistent light absorbance in the analyzer, which contributes to inconsistent k+ results. As preventative maintenance, the optics assembly, drawer motor, flash lamp, and front panel were replaced, and all required functional tests were performed post-repair. The analyzer passed bi-level and verification sample chemistry tests. A review of the batch record for lot 5304bc4 showed no unacceptable potassium readings during manufacturing, and the lot met all release criteria with no deviations. Review of the complaint data showed that there were only four (4) rotors from this lot, only from this clinic, reported high potassium out of (B)(4) rotors shipped for a complaint rate of (B)(4). There was no observed trend for high potassium over the last 12 months ending in january 2026.

Event description:
A health care professional reported an unexpectedly high potassium (k+) result using the piccolo xpress analyzer and the piccolo comprehensive metabolic panel, lot 5304bc4. The patient was treated. Chem high/low: high. Error codes: chem k+ / k+ problem or question.

Manufacturer narrative:
On (B)(6) 2026/unknown time: a whole blood (wb) sample was drawn from the patient and analyzed using the piccolo xpress analyzer. Results: potassium(k+) = 7.0 mg/dl (reference range:3.6-5.1 mg/dl). Rerun: (B)(6) 2026 /unknown time: a whole blood (wb) sample from the initial draw was spun down, and serum was analyzed. Results: 6.4 mg/dl (reference range:3.6-5.1 mg/dl). Rerun: (B)(6) 2026 /unknown time: a whole blood (wb) sample from the initial draw was spun down, and serum was analyzed. Results: 6.2 mg/dl (reference range:3.6-5.1 mg/dl). Rerun: (B)(6) 2026 /unknown time: a whole blood (wb) sample from the initial draw was spun down, and serum was analyzed. Results: 6.2 mg/dl (reference range:3.6-5.1 mg/dl). The timing of treatment is unknown. The patient was treated with an albuterol inhaler and lactated ringer¿s IV fluids, then transferred to a higher level of care due to pre-existing conditions. A return material authorization (RMA) has been requested for further investigation, and a follow-up report will be submitted upon completion of the investigation. There has been no reported patient impact contributing to patient injury or hospitalization.